Event description:
The customer reported that the plastic cladding of the inner lead wire from the connector pim site breaks after a while. No pt harm was reported

Manufacturer narrative:
(B)(4). The customer reported that the plastic cladding of the inner lead wire from the connector pim site breaks after a while. No pt harm was reported. The customer stated that if the connector pm breaks, then the shield can make contact with the signal cable and make a short circuit between shield and signal cable. This is a phenomenon of what can happen after intense use. However, the tc70 detects not the short circuit (no inop or whatsoever) and you see a normal 12-lead ECG apparently. The customer reported one example in which there was a short circuit in the la lead, and all leads I, ii and iii are apparently a normal ECG, but the amplitude is lower, especially in the avl lead. This can lead to a wrong diagnoses. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.